Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred while entering carbohydrate units into the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, customer experienced low blood glucose (bg) levels of 50-70 mg/dl; cause unknown. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.